Manufacturer narrative:
The insulin pump was received with blank display due to broken component on the interface board. The unexpected restart alarm could not be verified due to the blank display. The device was also received with cracked reservoir tube lip, scratched lcd window and scratched case. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that when she woke up, the display on the insulin pump was blank. Blood glucose value was 116 mg/dl which she treated with manual injection. She changed the battery and received an unexpected restart alarm. She stated that the display was not blank less than 30 seconds and was currently blank. During troubleshooting, the customer stated that the battery cap, compartment and spring were not damaged or corroded. She was instructed to remove the battery for 10 minutes, clean the battery cap and insert the battery; the display did not return. She was advised to remove the battery for 2 hours and call back. She called back on 10/28/2013 and stated that the display did not return after the two hour reset. Blood glucose value was 160 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.